Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, the s-curve hump height was measured within specification. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, it was noted that the left ventricular (lv) lead could not be placed due to positioning issues. A new lead was successfully implanted and patient was in stable condition.